Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary pocket 3b-1 failed and required maintenance. A field service engineer opened the back of the auxiliary unit and performed an inspection, clearing out visible debris. The pyxis station was powered off, and drawer 7 was removed. All cables were reseated, and the drawer was reinstalled. The fse powered on the pyxis station, logged into the hardware test application (hta), and successfully opened drawer 7. The cubie lids were opened, and row b cubies were removed and reinserted. A final test was run on the entire drawer, and the passing results were saved to the d-drive. The station was then rebooted, and the application was tested by the escort, who successfully inventoried medication in row b. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.